Event description:
Ems was called by pt's wife. Pt was found down with continuous alarms from lvad. Display module reading "not connected". Ems found pt connected to power module via white cable but not black cable. Driveline connected to controller. Black cable reconnected and alarm stopped sounding.